Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 6.5v. Retainer ring, black. Customer alleged the pump having cracked battery compartment. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement test. Unit had scratched case, cracked case (battery tube). In summary, customer allegation for cosmetic damage cracked case (battery tube) was confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.